Event description:
The customer reported wash valve pump motion errors, system check failed, and erratic quality control (qc) results involving the access 2 immunoassay system. The customer stated patient samples were analyzed following the system errors. During system diagnostics, the customer noted one aspirate probe appeared clogged and replaced the aspirate probes to resolve the system issues. Upon sample reanalysis, the customer discovered the original results were erroneous. The erroneous results were released out of the laboratory. Consequently, two patients received treatment for erroneous b-type natriuretic peptide (bnp) values. This report is one of two referencing the first patient with treatment. An initial result of 386 pg/ml (above the normal reference range) was obtained and released out of the laboratory. The sample was reanalyzed, on the same instrument, and generated a lower result of 5 pg/ml (within the normal reference range). An amended report was issued to the hospital. The customer stated the patient was given lasix medication due to the erroneous result. It is unknown if any additional treatment was given to the patient. There has been no report of current patient outcome to date. The customer reanalyzed all patient samples involved back to the last acceptable quality control (qc) to ensure results accuracy. The customer indicated quality control is performed once every 24 hours. There were no other issues reported. The instrument was returned to normal operation.

Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through system diagnostics. In conclusion, operator error contributed to the event. Weekly system maintenance, of the aspirate probe, was not adequately performed. Further review of system check revealed the erroneous results were most likely due to the occluded probe. (B)(6). This medwatch report is related to MDR 2122870-2014-00529.